Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c8000 analyzer. Sample ID (B)(6) generated 119 mmol/l and repeat result of 137 mmol/l. No impact to patient management was reported.

Event description:
The customer obtained a falsely depressed sodium result while using the architect c8000 analyzer. Sample ID (B)(6) generated 119 mmol/l and repeat result of 137 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and resolved the issue by replacing the ict module. No additional discrepant result issues have been reported since the service activity was completed. The ict module, list number 09d28-03, was determined to be the likely cause of the issue. A review of the service history for the architect c8000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant or erratic ict results. A review of complaint and trending data for the ict module identified no issues or trends. No non-conformances or potential non-conformances were identified for the ict module related to the complaint issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Manufacturing documentation for the likely cause part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.